Manufacturer narrative:
(B)(4). (B)(6). The batch was manufactured february 25, 2012 - february 27, 2012. The device was received for evaluation. Visual inspection revealed that the distal luer post was broken in half and the luer was detached from the device. The reported condition was confirmed. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had a detached luer lock connector. This occurred before filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the cause was determined to be due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.